Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle broke at the hub. The device was in use at home for home infusions when the event occurred. Patient was able to be re-accessed and no harm was caused to patient.

Event description:
It was reported that the tubing on the port access needle broke at the hub. The device was in use at home for home infusions when the event occurred. Patient was able to be re-accessed and no harm was caused to patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the tubing is confirmed but the exact cause remains uknown. One 19 ga x 0.75 in safestep infusion set was returned for investigation. Use residue was observed throughout the sample. The safety mechanism was activated prior to return. The sample was found to have a complete break in the extension tubing distal to the luer hub microscopic observation of the break surfaces revealed them to be rough and granular. The distal end of the break surface showed and uneven surface. The proximal end of the break showed the break of the extension tubing to have occurred at the adhesive fillet. Based on the condition of the returned sample and description of the reported event, possible contributing factors include excessive manipulation, material fatigue, and tensile damage. Since the break in the tubing was observed, the complaint is confirmed but the exact cause remains unknown.